Event description:
Device evaluation: all stent segments were raised, damaged and deformed.

Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent from treatment of the circumflex. The lesion was heavily calcified. The endeavor sprint rx device was loaded onto the guide wire but it would not advance. As the physician pulled the device back into the guide catheter, the tip got caught on the guide catheter and the stent dislodged and floated into the circumflex/left main. Also during advancement, a dissection of the left main occurred. The dissection was reported to be caused by the guide wire. The dislodged stent was removed successfully with a snare. The dissection was treated with stenting. The patient is reported to be fine post procedure. There was no abnormalities noted during preparation and inspection prior to use. Pre-dilation was not performed. Resistance was noted during procedure and force was used. The device passed through a previously deployed stent.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (severe calcification, tight bend, resistance at lesion site). Failure to follow instructions (force used/lesion not pre-dilated). Related to another device/drug (stent sheared off the guide catheter tip while attempting to remove from the vessel/ presence of previously deployed stent). Inherent risk of procedure (dislodgement). None (device not received for evaluation). Conclusion: device failure/lack of effectiveness related to patient condition (severe calcification, tight bend, resistance at lesion site). User error contributed to event (force used/lesion not pre-dilated). Another device caused failure (stent sheared off the guide catheter tip while attempting to remove from the vessel/presence of previously deployed stent).

Manufacturer narrative:
.